Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that she had low blood glucose and the pump alarmed critical pump error. The customer¿s blood glucose was unknown at the time of incident. The customer¿s wife reported that her husband got a pump and he's been having low blood glucose every mid night and this has been going on since he got this pump since 2016. The customer¿s wife was complaining why pump keeps on giving her husband a micro bolus, where in fact pump supposed to suspend any insulin delivery. As per wife blood glucose keeps on going down after taking some carbohydrates like 6-8 ounces of orange juice and banana. The customer was offered to replace insulin pump but customer declined. The insulin pump will not be returned for analysis.